Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter was reading in the incorrect unit of measurement. A medical professional conducted a blood test on the pt; no result was provided. The customer care representative (ccr) confirmed that the meter was set in mmol/l instead of mg/dl. The meter had previously been set in the correct unit of measurement and the pt had not recently changed the unit of measurement in the meter settings. The pt neither alleged harm nor experienced injury or medical intervention. Based on the apparent spontaneous change in the meter unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.